Manufacturer narrative:
A third party service agent evaluated the customer¿s device and verified the reported issue. The customer declined repairs. Root cause could not be determined. The device was returned to the customer.

Event description:
The customer contacted physio-control to report that their device was unable to charge the battery, ac power led is not bright. In this state the device may not be able to power up and deliver defibrillation therapy if needed. There was no patient use reported with the event.

Manufacturer narrative:
The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device was unable to charge the battery, ac power led is not bright. In this state the device may not be able to power up and deliver defibrillation therapy if needed. There was no patient use reported with the event.